Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. It was stated the battery was not in new condition.

Event description:
It was reported the patient¿s device was explanted due to seizure control due to low voltage. It was stated the patient recovered without sequela.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was epilepsy. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).